Manufacturer narrative:
Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility. The reported complaint was confirmed as issue with the touch screen and its calibration. The display assembly (rdt display assembly kit, part number (B)(4)) was replaced resolving the customer¿s complaint. Testing and verification was completed satisfactorily (calibrated nbp, co2, and touch screen) and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was a calibration issue. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that during shift change this morning I was advised of some issues over the weekend with the screen being out of calibration. This morning I performed a screen calibration was we were instructed. One our first call I had a lot of trouble with the screen and its calibration. I was unable to obtain serial blood pressures on an orthostatic hypotensive patient and I was also unable to obtain a 12 lead ECG. I tried using a gloved and ungloved finger tip as well as a stylus in multiple areas of the field I was trying to activate with no success. I have videos which I will send to e. Smith also would like a loaner for this unit please. Thank you